Manufacturer narrative:
Additional manufacturer narrative: based on the information received patient factors likely contributed to the event.

Event description:
Patient also presented with class iii-IV congestive heart failure upon admission. The patient presented to the emergency room with intermittent substernal chest pain and was admitted for nstemi. Tee demonstrated severe aortic insufficiency. Patient tolerated the procedure well and was transferred to the intensive care unit.

Manufacturer narrative:
(B)(4). Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that ten (10) years, one (1) months post-implantation of this bioprosthetic heart valve, a 20mm transcatheter valve was successfully implanted (valve-in-valve).

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 19mm aortic bioprosthetic valve that required valve in valve intervention due to central aortic insufficiency due to central aortic insufficiency. The patient was implanted with a transcatheter valve within the existing valve. There were no reported complications.